Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot/serial number (B)(6); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve in a patient with heavily calcified anatomy, upon deployment, under-expansion of the valve frame was noted. The valve was recaptured and re-deployed, but the issue persisted. The valve was recaptured a second time and withdrawn from the patient. A pre-implant balloon aortic valvuloplasty was performed using a 20 mm non-medtronic balloon. A new valve was successfully implanted in the patient. Per the physician, the heavy calcium was a contributing factor to the expansion issue. There was a 5-minute procedural delay. No patient complications have been reported asa result of this event.